Event description:
In 2006, the lay-user/pt contacted lifescan alleging that a one touch basic meter was reading inaccurately low. The medical affairs specialist (mas) spoke to the patient on november 30, 2006, to obtain/verify information. The patient was not aware that her test strips were expired and did not even know that the test strips had an expiration date. In addition, she was not quite sure how long she had been using the expired test strips. The patient stated that she has had symptoms of sleeping a lot, frequent urination, weakness, and feeling thirsty. She had been getting low readings on the meter for several months and was tesing herself once a day. The patient reported results of "8, 55, 20, and 56 mg/dl." Her normal/expected readings were typically in the "200's" mg/dl. Since she had been getting low results for a while, the patient stopped taking her "glucotrol" medication during the time of concern. On two days prior to original date, the patient visited her doctor because of a yeast infection. During the visit, the doctor tested the patient's blood glucose and got a result of "300 something" mg/dl. She could not recall what treatment, if any, she received in the doctor's office. The doctor advised the patient to call lifescan for assistance with the meter. The doctor also discontinued her "glucotrol" medication and prescribed "glucophage" 1000 mg twice a day. The patient's test strips and control solution were replaced. The patient informed the mas during the follow-up call that she had received the replaced products and performed a control solution test on the reported meter that passed. The patient was using a correct technique for testing with the reported meter. The patient was using blood samples from her fingers and cleaning the puncture sites correctly. This complaint is being reported due to the following conclusion: the patient was getting low readings on the reported while using expired test strips. She stopped taking her oral diabetic medication based on the low readings although she had symptoms of hyperglycemia. In the doctor's office, the patient got a result of over 300 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.